Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. Pump received error 25 due to j6 connector resistance issue. Unit received with corroded battery tube.

Event description:
Customer reported via phone call that insulin pump alarmed for power error detected. Customer¿s blood glucose was unknown. Customer stated that internal power source in the pump is unable to charge and power error recurred within a week of previous troubleshooting. Customer was advised to revert to back up plan. Insulin pump will be returned for analysis.